Event description:
The customer reported that the system mixed cine playback images and failed to operate properly. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The sata cable on the cine drive was reseated. The system was tested and found to be working as intended and returned to service.